Manufacturer narrative:
Product analysis results are: the event could not be confirmed as the stent graft was deployed without issue. The root cause of the event could not be confirmed during analysis as the event took place in-vivo and could not be replicated during analysis. Deploying in off-label anatomy may have contributed to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 58.3 mm in diameter abdominal aortic aneurysm. The aortic neck measured 18 mm to 17 mm to 18 mm to 20 mm in diameter. The proximal aortic neck was severely angulated [>60 degrees]. Proceeding distally, the right external iliac artery measured 8.1 mm to 7.6 mm to 7.3 mm in diameter. Proceeding distally, the left common iliac artery measured 7 mm to 8.8 mm to 5.8 mm to 6 mm to 4.2 mm in diameter. It was also reported that, during the index procedure, the physician had difficulty positioning the delivery system of the contralateral limb to the intended location. An attempt was made to deploy the device but the graft cover could not be retracted due to the graft cover being compressed within the blood vessel. The marker position on the graft cover remained almost unchanged when the slider was rotated. Even when the slider trigger was pulled back to the end, only about one stent length was withdrawn. The physician gave up on using the device and decided to retract the delivery system. The uncovered one stent length seemed to have been resheathed when the slider was rotated back to the original position. After removal, the delivery system was checked and the outer sheath was found to be kinked at the stent-stop position. This procedure dealt with severe tortuosity and calcification. The physician elected to implant a shorter length stent graft in order to obtain coverage of the treatment length. Per the physician, the cause of the ev ent was due to the patient vessel morphology. The stent graft cover became stuck in a severely bent portion of the aortic vessel. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.